Event description:
It was reported that pump experienced malfunction after pump got wet and was in water briefly, and malfunction alarm continued to recur even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, switched to multiple daily injections as backup insulin therapy, and sent replacement pump, advising customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.